Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge dropped from 55% to 20%. The customer then charged the pump to 100% and the battery remained at 100% all day. The customer's blood glucose level was 160 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.